Event description:
On (B)(6) 2013, patient contacted animas, alleging that all the buttons are unresponsive when pressed. Patient stated that the button issue started with the ¿down arrow¿ button a couple of weeks ago and now all the buttons are unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013 -device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of the pump found no cosmetic damages and no visible damage to the keypad. Investigation found the ¿up¿, ¿down¿ and ¿ok¿ buttons unresponsive while the contrast button responded intermittently. Removal of keypad cover found contamination under all the keypad button contacts and the ¿ok¿ button contact was inverted. Unrelated to the keypad complaint, the pump powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test display screen was functioning properly.